Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va32l5s, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the lead was removed on (B)(6) 2025 because it had migrated. The patient experiences a loss of stimulation and couldn't feel the therapy. They h ad a return of their baseline symptoms of urge incontinence. The patient had the device revision on (B)(6) 2025 and was recovering well. They set up the therapy and the patient was discharged. It was reported that the patient had known the lead came loose because they could feel it was like electric shocks. They went to the doctors and did a bunch of x-rays and found it. The cause not known but believed the tissue in the patient's left foramen was unable to secure the lead. The patient had also noted that the reason was due to the tissue where they had placed the lead just not grabbing it. The doctor decided to implant the lead on the patient's right side on (B)(6) 2025 to hopefully keep it from migrating again. The issue had been resolved as of this time.